Manufacturer narrative:
Zimmer biomet (B)(4). One 3i t3® with dcd® non-platform switched tapered implant 3.25 x 11.5mm (bnst3211) and certain® 3.4mm(d) driver tip - short (impdts) was returned for investigation. Visual evaluation of the as returned product identified signs of wear from use about the implant body and drive feature, and the driver is more heavily worn. Functional testing was performed for the returned product and it was determined the components were completely seized together and could not be disengaged, even when excessive force was exerted. No pre-existing conditions were noted on the per. The reported product was located on an unknown tooth site and was removed the same day as placement. DHR review could not be performed, as the lot number associated with the reported product is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. A complaint history review by item number was conducted for the impdts dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported product. February post market trending was reviewed and there were no actionable events or corrective actions for the reported event (stuck components) or product (bnst3211 & impdts). Therefore, based on the available information, device malfunction has occurred and the reported event was confirmed. Age: not provided. Patient weight: not provided. Device lot number: not provided. Initial reporter fax number: not provided.

Event description:
It was reported that a malfunction occurred while placing an implant using a driver tip. There was no injury reported as a consequence of the event. Also, no additional surgical intervention was reported to prevent permanent impairment. Additional information received from the investigation results identified the driver tip as impdts. Also, it was determined the driver tip was unable to disengaged from the implant.